Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having an allergic reaction. They visited their dentist and doctor, their dentist does not want them wearing the aligners anymore.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.